Manufacturer narrative:
The product was discarded. Therefore, no product failure analysis can be conducted and device malfunction cannot be confirmed. A manufacturing record evaluation was performed for the finished device and no internal actions were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During mapping on the anterior side of the right ventricle outflow tract (rvot), while the stsf catheter was inside the patient¿s body, but no rf had been performed yet, the patient became hypotensive. Cardiac tamponade was confirmed by echocardiogram (echo). Pericardiocentesis was performed to remove 175ccl of fluid from the pericardial space. Patient condition improved and was reported in stable condition. There¿s no indication that extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure related, they were mapping in the anterior region of the rvot, an area where complications may arise. The doctor also said he was no confident the catheter was truly zeroed when they zeroed the catheter. However, there¿s no additional information that confirms the catheter was not zeroed when attempted. It is unknown if the system displayed any errors related to force issue. No biosense webster inc. (Bwi) product malfunctions were reported. Transseptal puncture was not performed. The irrigation was set in low flow at 2ml/min. The force visualization used included force vector and force dashboard. No visitags were given, as ablation was never performed.